Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 3006705815-2018-00731. It was reported the patient experienced right leg numbness postoperatively. A CT scan was taken and showed no anomalies. Follow up information identified the patient has a hematoma. The patient was started on rehabilitation. No further surgical intervention is planned at this time.

Event description:
Device #2 of 2: reference MFR. Report: 3006705815-2018-00731. Follow up information identified the patient is receiving effective stimulation when he scs system is turned on. The right leg numbness has not improved nor resolved. The patient continues to receive physical therapy. It is unknown how long the patient was hospitalized.